Event description:
Following implant, the patient was admitted to the hospital for a few days while her dose was titrated. This was normal protocol for all patients that had a catheter replaced by this surgeon. While the patient was in the hospital and being observed, the patient stated that she went into withdrawal despite being told by her doctors that she did not have symptoms of withdrawal; she still insisted that she was in withdrawal. The post-op printout from the pump was checked and she did have a bolus to prime the catheter and the internal pump tubing. During her few post-op days in the hospital, her dose was increased from 500 mcg/day to 900 mcg/day. The patient said she did well for a day after discharge and then her spasticity began to return. There was no event associated with the report of the increased spasticity. During the next few weeks, her does was increased to about 1400 mcg/day, but she reported no improvement. The patient¿s managing physician did not think that the patient was getting the full benefit of the therapy. The patient was then referred to another physician for a catheter revision. No diagnostic studies had been done; the referral was based on the physician¿s experience with the therapy and the patient. The patient was taken into surgery and the pump and catheter were replaced. Intra-operatively, there was no evidence of a problem. Csf (cerebrospinal fluid) backflow was spontaneous. The catheter was replaced because of the reports of spasticity. The pump was also replaced with a smaller pump as the patient was unhappy with the larger pump; ¿the pump was too big and it was painful¿. After the pump and catheter replacement, the patient¿s dose was decreased to 900 mcg/day. The patient would remain in the hospital until her dose was titrated. The device system was delivering compounded baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was later reported that the patient was discharged 2 days after implant and was doing very well.

Manufacturer narrative:
Upon device return, analysis of the pump and catheter found no significant anomalies. Previously reported conclusion codes ¿67¿ and ¿92¿ no longer apply to this event.